Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the patient information on the server and patient encounter system and verified that the patient had already been discharged recently. The tss then confirmed with the charge nurse from the emergency department that the patient was discharged and obtained approval to close the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, a single patient was not crossing. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.